Manufacturer narrative:
Unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, unexpected restart test, and all operating current test were normal. Unit was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, and broken battery tube threads.

Event description:
The customer reported via phone call that a piece of the battery compartment broke off. The top of the reservoir compartment started to chip off. The reservoir compartment was cracked by the esc button. The customer experienced high blood glucose levels. Customer's blood glucose level ranged from 400 mg/dl to 600 mg/dl. She was taking a cortisone injection. The customer treated her high blood glucose level with a bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.